Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Attachment: [e-29101 article.pdf].

Manufacturer narrative:
The patient deaths referenced will be filed under a separate medwatch report #. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effects of thrombosis and myocardial infarction are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported thrombosis and myocardial infarction and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown as the part and lot numbers were not provided. Article title: ultrathin, bioresorbable polymer sirolimus-eluting stents versus thin, durable polymer everolimus-eluting stents in patients undergoing coronary revascularisation (bioflow v): a randomised trial.

Event description:
It was reported through a research article identifying xience that may be related to the following: patient death, thrombosis, myocardial infarction, revascularization, rehospitalization. This article summarizes clinical outcomes of 450 patients that were treated with xience stents. Specific patient information is documented as unknown. Details are listed in the article, titled "ultrathin, bioresorbable polymer sirolimus-eluting stents versus thin, durable polymer everolimus-eluting stents in patients undergoing coronary revascularisation (bioflow v): a randomised trial".